Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by a deficiency or malfunction of any fresenius products or devices. It was believed that the peritonitis was caused by the patient not properly sanitizing their catheter site. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis characterized by symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital which grew the bacteria staphylococcus (species unknown). The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided). On (B)(6) 2024, the patient was discharged home and resumed pd therapy using the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with any fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique as the patient was not washing their hands.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the fresenius liberty cycler set and the patient¿s peritonitis event characterized by symptoms of abdominal pain. However, there was no allegation or objective evidence that the liberty cycler set had a malfunction or product deficiency which could be associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew the bacteria staphylococcus which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique due to patient not washing hands, as reported by the pd nurse.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by a deficiency or malfunction of any fresenius products or devices. It was believed that the peritonitis was caused by the patient not properly sanitizing their catheter site. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis characterized by symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital which grew the bacteria staphylococcus (species unknown). The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided). On (B)(6) 2024, the patient was discharged home and resumed pd therapy using the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with any fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique as the patient was not washing their hands.